Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was missing and the top case was chipped and cracked. There was a force sensor bridge test error in the event history log. Flow and occlusion tests were performed. The customer reported product problem was replicated during testing. The investigator replaced the force sensor. This cleared up the problem. Other worn components on the 12 year old pump were also replaced. The pump subsequently passed all the functional/delivery tests.

Event description:
It was reported that medfusion pump displayed the following message: ?system failure force sensor bridge test.' No patient injury or complications were reported in relation to this event.